Event description:
The user facility reported that water was leaking from their reliance synergy washer. No injuries, procedural delays/cancellations or property damage reported.

Manufacturer narrative:
A steris service technician inspected the washer and found that the o-ring on the drying piston valve was damaged. The technician replaced the o-ring, ran test cycles and returned the unit to service; no further issues have been reported. The washer is under steris service contract and was last serviced on (B)(4) 2012 when the washer was found to be operating properly; no leaks were noted.